Event description:
It was reported that the health care professional (hcp) for the patient with this cardiac resynchronization therapy defibrillator (crt-d) requested help programming magnetic resonance imaging (MRI) mode. Technical services (ts) provided assistance and noted there were pacing impedances high out of range as well as intermittent noise on the atrial channel. MRI mode programming was not performed. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This device was explanted, however there were no allegations against the device. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Updated b5 describe event or problem with additional information received from the field stating this device was explanted. However, it was noted that there were no allegations against this device. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field stating this device was explanted. However, it was noted that there were no allegations against this device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) for the patient with this cardiac resynchronization therapy defibrillator (crt-d) requested help programming magnetic resonance imaging (MRI) mode. Technical services (ts) provided assistance and noted there were pacing impedances high out of range as well as intermittent noise on the atrial channel. MRI mode programming was not performed. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This device was explanted, however there were no allegations against the device. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) for the patient with this cardiac resynchronization therapy defibrillator (crt-d) requested help programming magnetic resonance imaging (MRI) mode. Technical services (ts) provided assistance and noted there were pacing impedances high out of range as well as intermittent noise on the atrial channel. MRI mode programming was not performed. This lead remains in service. No adverse patient effects were reported.